Event description:
Patient reported that they see "no difference, seems worse" after two sessions of coolsculpting treatment. Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 and (B)(6) 2019 to lower abdomen using the cooladvantage, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2020. The patient additionally experienced "extreme swelling".

Manufacturer narrative:
Corrected data d1 - brand name

Manufacturer narrative:
Clarification to device info. (D.4): upm2016266055 (the reported upm could not be input and may be an incomplete/incorrect number.) This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Patient reported that they see "no difference, seems worse" after two sessions of coolsculpting treatment. Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 and (B)(6) 2019 to lower abdomen using the cooladvantage, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2020. The patient additionally experienced "extreme swelling".